Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported issues: 1) user not replacing the water filter for an extended period of time, 2) user not completing the water supply piping disinfection process after water filter was replaced and 3) user not completing the process for extended non-use of the oer could not definitively be determined, however, it is likely that the user did not carefully read/follow the IFU instructions and made errors in management of the oer-pro endoscope reprocessor water filter replacement, as well as the process for the oer-pro operation after an extend time of non-use. The event can be detected/prevented by following the instructions for use which states: chapter 7 routine maintenance 7.2 replacing the water filter (maj-824 or maj-2318) check the following for each connector. Replace the water filter at least once a month to prevent contamination of the rinse water. Note using at least a prefilter (0.45 micron or less) can extend the life of the water filter. If the prefilter is properly installed, the water filter and the prefilter should be replaced at least once every 6 months. For information on the water pre-filtration system, contact olympus. 7.3 disinfecting the water supply piping disinfection of water supply piping is required in the following cases. - before using this equipment for the first time (after installation of the water filter). - immediately after replacement of the water filter. - whenever bacteria in the water supply piping is identified. - before using the device when it has not been used for more than 14 days. 7.18 care and maintenance after long-term storage when using the equipment after it has been stored for more than 14 days without being used, setting up the equipment, performing the reprocessing program and performing the water supply piping disinfection are required. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The field service engineer (fse) instructed the biomed of the processes in the oer-pro operation manual for putting the unit into long term storage if not being used for more than 14 days and care and maintenance after long term storage. Reviewed and completed with staff from biomed how to replace the internal water filter and run the dis lines function to disinfect the water supply piping. The internal water filter was replaced and the water supply piping was disinfected. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus, the care and maintenance of the endoscope reprocessor after long term storage was not followed and scopes were reprocessed for use on patients. The issue was found during reprocessing. There were no reports of patient harm.